Event description:
The customer reported the alarm has not power but couldn't provide any more information. The customer did not know when the issue was identified or the specific date discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the alarm powered on when new batteries were installed but powered off immediately on it's own. The led lens is cracked and had been pushed into the alarm case. (B)(4).